Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to function as intended throughout the evaluation. There were no errors observed during testing.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician was unable to duplicate the reported complaint. The roller pump operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr discovered the issue during testing. The unit was a spare pump, and the user did not need a replacement at that time. The unit was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump had a 'service pump error' message. There was no patient involvement.